Event description:
It was reported that a pt received burns on their elbow after a shoulder scan. Proper padding was not put between the pt and the bore of the magnet; this contact led to the burn. Co's operator's manual states that padding of at least 0.25" is required between the pt and the bore of the magnet.